Event description:
A hospital in (B)(6) reported that a nurse placed an adult patient on 90% on the rt008 entrainer, which is part of the rt408 heated oxygen therapy kit. It was further reported that the flow meter would not go higher than 5 lpm, but when the rt008 was replaced with another rt008, and the oxygen percentage set below 50% as per the rt008 instructions, the flow meter could then go up to the required 15 lpm. There was no patient consequence.

Event description:
A hospital in (B)(6) reported that a nurse placed a patient on 90% on the rt008 entrainer, which is part of the rt408 heated oxygen therapy kit. It was further reported that the flow meter would not go higher than 5 lpm, and when the rt008 was replaced with another rt008, the flow meter could then go up to the required 15 lpm. There was no patient consequence.

Manufacturer narrative:
(B)(4). Method: the returned complaint device was visually inspected. Result: the rt008 entrainer appeared to be partially occluded, but due to the small size of the aperture (about 1mm in diameter) it was not possible to determine the nature of the occlusion. This is the only complaint we have received of this type. Conclusion: the rt008 is used to entrain oxygen in both paediatric and adult patients. The allowed percentage is clearly marked on the side of the entrainer and for adults the maximum allowable oxygen is 50% (whereas it is 90% for paediatric use). The entrainer was therefore being used outside of its intended use. The problem occurred after the nurse had set the oxgen to 90% and this may have contributed to the problem as reported by the customer. The problem was solved when the entrainer was replaced with another one. Every entrainer is tested before leaving production to ensure that it is delivering the correct percentage of oxygen and those that fail this test are discarded.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to the manufacturer. We will provide a follow up report on receipt of the device and completion of our investigation.